Event description:
It was reported that during initial implant procedure, the implantable cardioverter defibrillator exhibited long charge time and was unable to communicate with different programmers. It was noted that the device began vibrating and humming for several hours. The device was replaced. Patient was stable.

Manufacturer narrative:
Final analysis found the device was unable to communicate due to a depleted battery. The device was tested on the bench and using automated testing equipment, and the cause of the depletion was due to high current in the hybrid. Fault isolation was performed, and the cause of the high input current was found to be the melted wire bonds and damaged components in the hybrid. Due to the extent of the damage, the root cause of the anomaly could not be determined.